Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report the single leaflet device attachment requiring intervention. It was reported that the patient underwent an off-label mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. It was noted that visualization during the procedure was difficult. An xtw clip was implanted on the tricuspid valve. However, it detached from the posterior leaflet (single leaflet device attachment (slda)). An additional clip had to be placed and the procedure was complete with a final tr grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment (slda) was due to patient anatomy. The cause of the reported image resolution poor was unable to be determined. The reported off-label use was associated with the use of the mitraclip device on the tricuspid valve. It should be noted that the mitraclip instruction for use states under the indication for use section that ¿the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr) the reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.